Event description:
On 8/4/2025, an arthrex subsidiary employee reported via email that an ar-1588rt acl tightrope rt did not lock. At the end of the procedure, it was noticed that the graft had shifted. To correct this, another suspension system had to be implanted to raise and lock the graft again. This was discovered during an aclr procedure on (B)(6) 2025. Additional information was received on 08/14/2025: the case was completed without any adverse effects on the patient. No additional information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d2b, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.